Event description:
During surgery for laparascoped assisted vaginal hysterectomy it was noticed that reloadable staple unit was missing from end of stapler after removed from trocar in pt's abdomen. Dr had been having difficulty with staple line not holding after stapling. Dr able to retrieve reloadable staple unit from abdomen without opening abdomen.